Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device blade stopped rotating and the device did not work after fifteen minutes of morcellating. A new device package was opened and the surgeon just took the blade from the new device and removed the blade from the old device that was used and reattached the new blade from the new device to the first device housing unit and they were able to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.